Manufacturer narrative:
Results, conclusions: patient¿s condition affected effectiveness of device (90% stenosis). Inherent risk of procedure (stent deformation). Deformation problem. Device failure could not be duplicated ( pressure was applied to the device and the balloon inflated and maintained pressure without any issue). (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion located in the rca exhibiting 90% stenosis. The device was prepped per the IFU. During the surgery, the lesion was pre-dilated once to 12 atm, but the stent could not be inflated at the lesion. The physician removed the device and changed to a new device, of the same size, to complete the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed. There was no evidence of attempted inflation of the device. The device passed negative prep. Pressure was applied to the device and the balloon inflated and maintained pressure without any issue. The balloon was inflated to 9atms (nominal) and 14atms (rbp) without any issues. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).